Manufacturer narrative:
Pump received with missing segments (lcd). Pump passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the liquid crystal display was broken. The customer¿s blood glucose was unknown. The troubleshooting was not performed. The insulin pump will be returned for analysis